Manufacturer narrative:
Hill-rom technical support explained the procedure for cleaning the hi/low brake assembly. When hill-rom attempted to contact the facility, maintenance was unaware of the alleged malfunction.

Event description:
Information received indicates the hi/low function is drifting.